Event description:
Novasure handpiece would not work. Sounded like there was a leak in the tubing. A second kit was opened to complete procedure without incident.======================manufacturer response for impedence controlled endometrial ablation disposable device kit, novasure (per site reporter).======================manufacture provided rga# and return kit for product evaluation.